Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding other pts with implantable neurostimulators (ins[s]). The pt reported feeling a sensation similar to a ¿very mild¿ electric shock, stating it wasn¿t painful but just enough to make them wonder what had happened. Pt states they noticed after this that the battery ¿wouldn¿t take a charge or anything¿. Pt reports around the time they experienced this (¿years ago¿) their manufacturer representative (rep) told them they had heard that before from pts. Pt did not remember the rep's name or any further details regarding this.